Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the tissue pad was found to be worn and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the ultrasonic output was activated when the grasping section was closed and not grasping anything. This may have caused the tissue pad to wear out and partially peel off. The device's instruction manual provides the following warnings: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported material peeled off the tip of the subject device during an unspecified therapeutic procedure. The procedure was completed with a new device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the legal manufacturer's investigation. Refer to h6.